Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The catheter was implanted successfully. During the initial dialysis treatment, the catheter presented with flux of the arterial line. In an attempt to correct the issue, the catheter was pulled and the physician verified that there was a hole in the extension just below the clamp, causing leakage. The physician tried to use silicone glue to repair the catheter, but had no success. The catheter was replaced and hemodialysis was performed successfully.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forward.